Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the 72r electrodes are not sticking to the patient's skin. The patient stated that she was having muscle spasms on the cervical area. The patient stated that she had migraines before she started using the stimulator but the patient thinks they were muscle spasms. The patient stated that the muscle spasms and the migraines were worse while she was using the stimulator. The patient stopped using the stimulator about a 3 weeks ago when she started working. The patient did not contact her doctor. The patient spasms and headaches stopped a day or two after she discontinued the stimulator. The pain level was a 9 or 10. The patient did increase her daily activities as she started working again. The patient works for the post office. The patient has an appointment with her surgeon next wednesday. The patient takes excedrin for migraines and for the muscle spasms she took muscle relaxers. The patient stated that the 72r electrodes were not sticking to her skin. Told patient there are different positions for the electrode placement. Told the patient they should be changed and rotated daily.

Event description:
It was reported by the sales rep that the 72r electrodes are not sticking to the patient's skin. The patient stated that she was having muscle spasms on the cervical area. The patient stated that she had migraines before she started using the stimulator but the patient thinks they were muscle spasms. The patient stated that the muscle spasms and the migraines were worse while she was using the stimulator. The patient stopped using the stimulator about a 3 weeks ago when she started working. The patient did not contact her doctor. The patient spasms and headaches stopped a day or two after she discontinued the stimulator. The pain level was a 9 or 10. The patient did increase her daily activities as she started working again. The patient works for the post office. The patient has an appointment with her surgeon next wednesday. The patient takes excedrin for migraines and for the muscle spasms she took muscle relaxers. The patient stated that the 72r electrodes were not sticking to her skin. Told patient there are different positions for the electrode placement. Told the patient they should be changed and rotated daily. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.